Manufacturer narrative:
Recall #: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing having to recharge her ipg frequently and as a result she stopped recharging her ipg. The patient is no longer able to recharge her ipg and is inoperable. Surgical intervention may be pending to address this issue.